Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that after calibrating the architect troponin-I assay, the control values fluctuated for the biorad cardiac marker control lot# 23730. The customer stated that no target values were obtainable. There was no impact to pt management reported.